Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to locate the obstruction with the flow running. The fse advised to customer on how to flush the particulate blockage out of the system and to re-establish normal pressure. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 100 pressure high and error 150 grad sensor was a tubing obstruction. The tubing was flushed out.

Event description:
On (B)(6) 2016, a customer reported error 100 pressure high and error 150 grad sensor on the g8 instrument. The customer stated that the high pressure occurs and when the system is rebooted, the alarm sounds and a grad sensor error appears. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.